Event description:
It was reported that during patient use, a ventilator low battery alarm sounded. Although the device did not stop ventilating, the patient was removed from the device and transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the battery cable to correct the reported issue.